Event description:
It was reported that a stone cone retrieval coil device was found damaged. Reportedly, the packaging was not intact and compromised resulting in sterility issue. No patient was involved at the time of the event.

Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a020503 captures the reportable event of seal compromise.

Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a020503 captures the reportable event of seal compromise. Block h11: investigation results: the returned unused stone cone was analyzed, and a visual evaluation noted that the device package had tear. Media analysis was performed on the picture provided by the customer and shows that the device packaging was torn. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. The IFU states that, before using inspect the blister pouch for any breach of the package to ensure a sterile product and inspect product for any damage. If seal has been broken or product is damaged do not use. Immediately return package and product to boston scientific. With all the available information, boston scientific concludes that the reported event was confirmed. The device packaging torn is likely due to the damage occurred after the device was packaged during manufacturing but prior to use of the device. Based on the investigation results and information available, an investigation conclusion code of cause traced to transport/storage was assigned to this investigation which indicates problems traced to the inappropriate transport or storage of the device.

Event description:
It was reported that a stone cone retrieval coil device was found damaged. Reportedly, the packaging was not intact and compromised resulting in sterility issue. No patient was involved at the time of the event.